Event description:
During product evaluation by a baxter service technician, a flo-gard infusion pump was found to have a damaged power cord. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a baxter field service technician, and the condition was confirmed. This is an ancillary service event opened during investigation of another condition. The cause was determined to be damage to the power cord. To correct the condition, the power cord was replaced. Additional information: this device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.